Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alert indicating there was a blockage. Customers blood glucose level was 200 mg/dl. Customer delivered insulin and replaced cartridge to resolve issues.